Event description:
It was reported that the motor device was "sticking (error code 2)." The reporter stated that a tool was inserted to unlock the motor so it would run. The reporter checked the security of the tool in the motor. The reporter stated that the motor would not turn until the burrs were forced to spin by turning it manually. The reporter stated that "after un-sticking the motor, it began to run." The event did not occur during surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.